Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C96076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillitis, rash, pain, hypoglycemia, miscarriage, seizure, cellulitis of finger, dermatitis psoriasiform, dyshidrotic eczema, hand dermatitis, multigravida, multiparous, hives, pruritus, flushing, irregular menstrual cycle, vaginal bleeding, uterine bleeding and psoriasis. Concomitant products included antibiotics, bacitracin zinc;neomycin sulfate;polymyxin b sulfate;pramocaine hydrochloride (triple antibiotic plus), bacitracin zinc;polymyxin b sulfate (aquaphor antibiotic), clobetasol, diphenhydramine, diphenhydramine hydrochloride, doxycycline, hydrocortisone, mometasone and prednisone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen, abnormal bleeding"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy: rash/ skin condition"), urinary tract infection ("uti"), autoimmune disorder ("autoimmune disorder"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menorrhagia and dermatitis allergic had resolved and the urinary tract infection, autoimmune disorder, mental disorder and post procedural complication outcome was unknown. The reporter considered autoimmune disorder, dermatitis allergic, dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, gen, abnormal bleeding, menorrhagia, allergy : rash/ skin condition, autoimmune disorder. Product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Left: 2 coils, right: 3 coils. Date given in removal details: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral fallopian tube occlusion.. Lot number: c96076. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, patient medical history, lab data, lot number, concomitant medications, rcc added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C96076-inv, c95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillitis, rash, pain, hypoglycemia, miscarriage, seizure, cellulitis of finger, dermatitis psoriasiform, dyshidrotic eczema, hand dermatitis, multigravida, multiparous, hives, pruritus, flushing, irregular menstrual cycle, vaginal bleeding, uterine bleeding and psoriasis. Concomitant products included antibiotics, bacitracin zinc;neomycin sulfate;polymyxin b sulfate;pramocaine hydrochloride (triple antibiotic plus), bacitracin zinc;polymyxin b sulfate (aquaphor antibiotic), clobetasol, diphenhydramine, diphenhydramine hydrochloride, doxycycline, hydrocortisone, mometasone and prednisone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen, abnormal bleeding"), heavy menstrual bleeding ("menorrhagia"), dermatitis allergic ("allergy : rash/ skin condition"), urinary tract infection ("uti"), autoimmune disorder ("autoimmune disorder"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding and dermatitis allergic had resolved and the urinary tract infection, autoimmune disorder, mental disorder and post procedural complication outcome was unknown. The reporter considered autoimmune disorder, dermatitis allergic, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, gen, abnormal bleeding, menorrhagia, allergy : rash/ skin condition, autoimmune disorder. Product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Left: 2 coils, right: 3 coils. Date given in removal details: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral fallopian tube occlusion. Lot number: c96076. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Batch no c95076 production date (B)(6) 2014, expiration date 2017-08-31, lot number reported (c96076) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen, abnormal bleeding"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy: rash/ skin condition"), urinary tract infection ("uti"), autoimmune disorder ("autoimmune disorder"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menorrhagia and dermatitis allergic had resolved and the urinary tract infection, autoimmune disorder, mental disorder and post procedural complication outcome was unknown. The reporter considered autoimmune disorder, dermatitis allergic, dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, gen, abnormal bleeding, menorrhagia, allergy: rash/skin condition, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "pelvic pain", events- " psych injury, post removal complication, dysmenorrhea, gen. Abnormal bleeding, menorrhagia, allergy : rash/ skin condition, uti, autoimmune disorder" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.